Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Device was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was monitored and no unexpected battery out limit or failed battery test alarms occurred. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was programmed with correct time and date. It was monitored with 1.0 u/hr basal rate for 4 days. Device delivered and recorded properly all basal profiles delivered. Units left at display matched properly units left at test reservoir. No basal anomalies were noted. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The customer reported via phone call that the basal rates were not being delivered and she experienced high blood glucose in the 300 and 400 mg/dl range. Customer had thirst and frequent urination. Current blood glucose was 398 mg/dl; she treated with manual injection. The customer stated she received the insulin pump as a replacement two weeks back and has had issues since then. She also reported that the display went blank. Device did not have physical damage and was not exposed to moisture. The contacts on the battery cap were not missing or damaged and the battery compartment was not damaged or corroded. Customer was advised to insert a new battery; the display returned but it alarmed battery out limit and failed battery test. Customer changed the battery again and failed battery test alarm returned. The insulin pump was replaced and returned for analysis.